Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb damage prior to tactile change) issue. It was reported that there was a responsiveness issue with the audio bolus button. It was noted that the audio bolus button was missing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: during investigation, the audio bolus button cover and button slug were found to be detached and missing from the pump. Unrelated to the complaint, the battery compartment was cracked. The returned battery cap was undamaged and able to fit securely. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.